Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 53 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2017 due to approximately 2 weeks of low flow alarms with occasional dizziness. The etiology of the low flow alarms was reported as likely multifactorial, but mostly related to changes in left ventricular loading. On (B)(6) 2017 the patient underwent right heart catheterization (rhc) invasive hemodynamics with speed study. The speed study revealed low cardiac output with mildly elevated filling pressures. Blood pressures were also markedly elevated. Speed was increased from baseline of 5000 rpm to 5700 rpm in stages and the low flow alarms ceased. Cardiac index, lvad flows, and pi improved along with left ventricle dimension (approximately 5 cm). The patient¿s blood pressure remained elevated, which reportedly likely affected the lvad function as well. The lvad speed was left at 5500 rpm. An echocardiogram revealed severely decreased left ventricular systolic function. The inferior vena cava (ivc) diameter was <=21 mm with >50% decrease in size with inspiration which suggested normal right atrial pressure (0-5 mm hg). The patient was discharged to home on an unspecified date. Due to elevated map''s lisinopril was increased to 20 mg daily, lasix was changed to 20 mg every other day, and coumadin 3 mg monday/friday and 2 mg all other days.